Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon did not deflate correctly with the syringe attached to the gate valve, when testing the catheter prior to use. The staff tried three more catheters from different lot numbers without success. It was further indicated that some hours after opening and testing the catheters, they suddenly worked; thus it seemed to be a problem with the syringe. The patient died before a catheter was inserted; however the patient was very ill and it could not be confirmed that it was a consequence of the delay caused by the failure with the devices. As stated in the IFU "passively deflate the balloon by removing the syringe from the gate valve".

Manufacturer narrative:
We received (2) 744hf75 catheters with attached monoject 1.5cc limited volume syringe for examination. The reported event of balloon deflation issue was not confirmed. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached. As stated in the IFU ¿passively deflate the balloon by removing the syringe from the gate valve¿. The balloon also fully deflated in 9 seconds with returned syringe attached. All through lumens were patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned monoject 1.5cc limited volume syringe. Although only one catheter was used on the patient, the customer sent an additional catheters not used on patients for testing. The additional catheter had no fault found. The reported event was not confirmed. Although the cause of the complaint could not be determined, there was no indication of a manufacturing defect noted during the analysis. No actions will be taken at this time.